Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to a third-party service center for further evaluation. The device was no report of serious patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam particles (black foam). The device has been scrapped. No further investigation can be performed. If any additional information is received, a follow up report will be filed.